Manufacturer narrative:
Additional information: b5, e1.

Event description:
Follow up report needed to include the physician's name.

Event description:
After investigation, it was confirmed that the piece of material retrieved from the patient was biological material and was not part of the introducer. There were no performance issues with any abbott device.

Manufacturer narrative:
A small piece of black material was received for evaluation in a small vial. The agilis introducer was not returned for analysis. The returned material was analyzed by the science and technology (s&t) lab for foreign material identification and was determined to be consistent with biological material and was not from the introducer. No device material was identified within the returned material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported stroke and piece of biological material within the patient remains unknown.

Event description:
Following a paroxysmal atrial fibrillation ablation procedure, the patient experienced right hemiparesis and aphasia. An MRI revealed a left stroke. Thrombectomy was performed under fluoroscopy which found a piece of plastic. The physician thinks the piece could be from the introducer. No additional intervention was needed. The patient was hospitalized for 48 hours with partial reduction of the hemiparesia. The patient is currently admitted to the neurology unit and integrated on a stroke rehab program for continued hemiplegia and aphasia.